Event description:
Information received by medtronic indicated that the customer had low blood event of 2.3 mmol/l. Customer alleged insulin pump was over delivering because of low blood glucose level. Customer had received sensor not found the signal, calibration now. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.